Event description:
Voluntary medwatch received stated that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. It was also noted that pauses were seen on the ventricular episodes. No programming changes made we reported. No patient consequences were reported.